Manufacturer narrative:
The sample received at huntington facility for evaluation for the report of broken haptic and insertor tip being bent did not contain a company handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a bent handpiece tip which caused the haptic of an intraocular lens (iol) to break. The lens was removed during the initial procedure and a backup lens was implanted using a different insertor. There was no reported patient impact. Additional information was requested.